Manufacturer narrative:
Mml reference # (B)(4).

Event description:
It was reported that the patient could not start a session and did not feel the therapy. There was no report of patient harm or injury. The clinical specialist troubleshot the issue with the customer. Upon investigation, it was found that the entire left lead had out-of-range impedances and could not be reprogrammed. The right lead was in the normal impedance range and working. The device was reprogrammed to unilateral stimulation until a revision could be scheduled. Further information indicated the patient was using a chainsaw excessively, which may have led to out-of-range of the implanted left lead. Revision surgery was performed to replace the left lead. The revision procedure went well, with no patient harm or injury report. Subsequently, the patient was activated and now using bilateral stimulation. The lead assembly was evaluated, confirming that all electrodes were out-of-range due to fractured wires.